Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins,bioburden) are registered as conform to the specifications. No deviation, anomaly, or change in connection with this complaint were recorded. This complaint is the sixth one with "induration" event, and the third one with "nodule" event for this batch. The sterilization cycle is registered as conform.

Event description:
Additional information from the healthcare professional indicated location of injections to be in the zygomatic arches, nasolabial folds, and mandible, symptom locations were in the right mandible, left zygoma, and right nasolabial fold. Pt was treated with hylenex with lidocaine on two different occasions and also had a derma pen treatment. Symptoms resolved an unspecified amount of time later. Corrected information: symptoms occured approximately 2 months after injection.

Event description:
Healthcare professional reported approx a month after injection in the cheeks with juvederm voluma xc the pt developed hardened masses and nodules in an unspecified area. Hyaluronidase was provided as treatment. Symptoms are ongoing.

Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No additional info is available at this time. The event of hardened masses and nodules is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.